Event description:
Healthcare provider reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported deflation. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve and one opening on anterior side assessed as surgical damage. Additional observations: ¿ crease flat is observed.

Event description:
The device has been explanted.